Event description:
It was reported by the customer the generator gave an error 5. Instrument error followed by the error 3 handpiece in an laparoscopic assisted vaginal hysterectomy. The generator was swapped with another generator and, using the same instrument and handpiece, the case was completed with no patient consequence.

Manufacturer narrative:
The analysis site confirmed that the unit gave error code 3 and 5 during test confirming the customer complaint. The main pcb was replaced to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly. Complaint information is trended on a regular basis to determine if further investigation is warranted.